Event description:
It was reported that during scheduled review of remote home monitoring data, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield r-wave oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) mode switches. No adverse patient effects were reported. No further assistance was requested. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.